Event description:
Patient had neurostimulation system implanted as part of a fecal incontinence study. Patient underwent dynamic anal gracioplasty and alledgedly suffered from infection, ulceration, atrophy, and necrosis of anal tissue, thigh muscle pain, and limited flexibility of the knee. Patient reportedly had a temporary colostomy, and will undergo total colostomy in near future.